Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: inflow valve, outflow valve.

Event description:
Major pump unit(s) involved: device thrombosis.additional text: suspected thrombus inflow cannula.specific component(s) involved: inflow valve; outflow valve.additional text: no flow visualized through inflow cannula on echo; reduced flow visualized on echo.causative or contributing factor: no specific contributing cause identified.intervention(s): other interventions.other intervention : intravenous heparin therapy.implant device type: lvad.